Event description:
Pt had reaction to synvisc upon last shot which was 2 weeks ago. Knee swelled, stiff, could not step down on it. "Horrible pain". Could barely walk. Pt was in tears. Had to go hospital. Took 8 days to resolve. Dose or amount: 1 syringe; frequency: 9 week; route: into knee. Dates of use: (B)(6) 2015/ongoing; diagnosis or reason for use: osteoarthritis.